Event description:
It was reported that following implant, the pt had difficulty with recharging. The new neurostimulator (ins) was placed in the existing pocket. The pt was seen at the clinic approx 2 1/2 mos after implant and underwent troubleshooting with the nurse at the clinic. The nurse felt the issue was not positional and not a problem with the generator. Positioning and manipulation of the stimulator allowed the pt to recharge successfully. The pt was directed to contact the clinic if he had continued difficulty recharging. There was no further communication that the pt was having trouble recharging, though the pt continued to experience difficulty. The pt eventually quit attempting to recharge. The pt reported that when the stimulator was working, it provided adequate pain relief. The pt returned to the clinic approx 10 mos later reporting no stimulation sensation. The physician attempted to interrogate the ins using the clinic's programmer, but was unsuccessful after several attempts. The pt was seen 3 days later in the clinic, with the MFR's rep present. A physician mode recharge was attempted unsuccessfully. The device was viewed under fluoroscopy and appeared to be positioned correctly. X-ray also revealed the leads were placed appropriately (2008). The pt was referred to the neurosurgeon for further evaluation. Following consultation with the neurosurgeon, several additional physician mode recharges were attempted, no increase in battery level was noted. The pt was unable to obtain stimulation. The pt underwent surgery to replace the ins and create a new pocket. Following replacement, the pt developed a skin infection at the ins pocket site. Reference MFR report # 3004209178-2008-03999.

Manufacturer narrative:
The neurostimulator was returned for analysis. Analysis results were not available at the time of this report. A follow-up will be sent when analysis is completed.